Manufacturer narrative:
The customer is using codabar symbology. Sample barcode labels were requested but not provided. Checksum is disabled. Per labeling, bci strongly recommends the use of barcode checksums to provide automatic checks for read accuracy. A bci field service engineer (fse) verified barcode reader alignment, and adjusted barcode reader pressure. The fse performed barcode reader read test. The results were within the specification. The fse recommended the customer to enable check digits on labels, and to consider installing a new type (camera) barcode reader. A root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a sample ID that was misread by coulter lh750 hematology analyzer. The results were assigned to a different patient. The misread was discovered during verification when the sample results did not match previous results for the patient. No erroneous results were reported out of the laboratory. The sample was correctly identified upon rerun. There was no death, injury, or change to patient treatment associated with this event.